Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient was having issues to connect with the implant, patient reported being able to connect after multiple attempts and shared their concerns about what happens if for an emergency, they were not able to connect to the implant. Agent reviewed implant connection with the patient, the connection was successful the first twice. However, during the last time the communicator did not connect to the programmer and the patient refused to continue stating the technology was not working because it should connect at the first attempt not 2 or more. Agent reviewed general information about the devices and the connection with the implant. During the call patient reported feeling shocks from the implant and feeling the stimulation in the correct spot with only 1 program. Patient reported being upset about holding the communicator over the implant all the time and having to try sometimes to connect with the implant due to them not finding the correct spot. Agent reviewed general information about the devices and the correct process to connect with the implant. However, the patient complaint about the technology and why the connection was not immediate. Agent explained to patient about telemetry and the patient understood. Patient also shared their concerns about using the devices every time for any emergency that requires connect with the implant. Guided patient to discuss with healthcare provider (hcp) medical concerns. Patient requested a manager call that was scheduled for monday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.